Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, the insert does not extrude adequate amount of water and it gets hot. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The insert was inspected and was found to be clogged by flash at the end of the edm hole. The insert was not tested for temperature since the water flow was below 10cc. The insert was tested using a g-136 unit, the test unit # was (B)(4). In conclusion the complaint for the insert getting hot was caused by flash in the edm hole. Multiple unsuccessful attempts were made to obtain the patient outcome.